Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Refer to field b6 for the results of the imaging evaluation.

Event description:
The following was reported to gore: the patient presented with a aneurysmal patent foramen ovale (pfo) which was treated with a 30 mm gore® cardioform septal occluder on (B)(6) 2016. During the follow up visit (B)(6) 2016 the physician noticed a thrombus on the left side of the device. The patient was treated with medical therapy (ass, plavix and warfarin).